Event description:
Left ventricle perforation with sheath while trying to place a diagnostic ep catheter. The pt subsequently developed a blood clot (possibly due to reversal of heparin). The clot was surgically removed with success.